Event description:
Boston scientific received information that this device was replaced due to elective replacement indicator (eri). The local sales representative reported there was a magnet rate of 90 with 1 year remaining when tested in january of 2011. Three months later the device triggered eri with increasing thresholds and automatic capture (ac) on. The outputs were programmed to 5 volts. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement indicator (eri). The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. In addition, it was determined that, although this device experienced normal battery depletion, it declared eri earlier than previously estimated. This estimation is calculated based on several factors and results may differ slightly among longevity estimate tools. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.